Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin wound from the device. Wound care indicated that it seemed like a deep tissue injury by the breast fold. The patient was given a special dressing on the wound called medi honey, by the wound care team. During a follow-up, it was reported that the patient's irritation improved after using the bandage provided by the wound care team.